Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "damaged battery" was not confirmed nor reproduced during product evaluation; however, the quality engineer confirmed this condition as a low battery alert, due to depleted main batteries. The main batteries and battery harness were replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.